Manufacturer narrative:
The customer-reported issue of pressure incorrect values and alarms was confirmed through the patient data review but could not be reproduced. The customer-reported display issue also could not be reproduced. During investigation testing, the driver passed all function requirements including those related to the driver display and pneumatic performance. In addition, a 50-hour observation run was performed and the driver was found to be functioning as intended and there was no evidence of a device malfunction. The root-cause of the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the companion 2 driver continued to perform its life sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited screen display issues and incorrect pressure values and alarms while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver without adverse patient impact.